Event description:
A report was received that the patient was experiencing pocket site pain because she felt the battery or wires were running on her spine. The patient was prescribed with oral medications for pain. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pocket site pain because she felt the battery or wires were running on her spine. The patient was prescribed with oral medications for pain. The patient will undergo a pocket revision.